Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-09635 and 2134265-2017-09636. (B)(6) clinical study. It was reported that the patient died. On (B)(6) 2014, the patient presented due to an unstable angina (braunwald classification: unknown) and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion #1 was located in the left main coronary artery (lmca) extending up to the proximal left coronary artery (lad) with 70% stenosis, and was 44 mm long with a reference vessel diameter of 3.00 mm. The target lesion #1 was treated by placement of a 2.75 x 32 mm and 3.50 x 20 mm promus element ¿ stents. Following post dilatation, the residual stenosis was 3%. The target lesion #2 was located in the distal left circumflex artery (lcx) with 80% stenosis, and was 12 mm long with a reference vessel diameter of 2.5 mm. The target lesion #2 was treated with placement of a 2.50 x 12 mm promus element ¿ stent with 3% residual stenosis. The patient was discharged on (B)(6) 2014 on aspirin and clopidogrel. In (B)(6) 2017, 1036 days post implant, the site reported that the patient died due to an unknown cause.